Event description:
It was reported that during a coronary artery stenting procedure immediate resistance occured and increased as the stent was inserted through a guide hub. The stent didn't passed beyond 10 cm away from the hub. The stent was withdrawn and it appears that the stent was damaged. The lesion being treated is unknown. The physician attempted to treat the lession with another 3.50x16mm taxus liberte' stent, and it easily passed through the same hub with no resistance or complications. There are no further details.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint for stent damaged. The returned catheter was visually and tactilely inspected along the entire length and the only damage found was stent damage. Three segments on the distal end were stretched beyond the distal markerband, and two segments on the proximal end were flared out. The damage on the stent on both ends extended around circumference. It should be noted that there was no evidence of manufacturing defect or anomaly within the manufacturing records reviewed for the reported batch. It was not possible to determine how or when the stent damage occurred. Therefore, the most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event. Bsc ID#a00116771/tw#777774